Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving gablofen 500 mcg; 150 mcg/day via an implantable pump. Indication for use was non-malignant pain. The patient's weight was unknown. The date of the event was (B)(6) 2017. It was reported the pump was flipped. The pump flip was first observed on (B)(6) 2017 with an attempt to do a refill. The pump flip was verified by imaging. It was unknown if any environmental/external/patient factors may have led or contributed to the issue. Surgical intervention occurred. The pump was flipped when the surgeon opened the pocket. The surgeon placed a dacron pouch around the pump to prevent future flipping of the pump. The issue was resolved. Patient status was alive - no injury. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.